Event description:
A revision surgery was performed using the blueprint planning feature. The primary implants were stryker/tornier products, but specific information regarding the implants or their initial implantation is unavailable. The reason for the revision surgery was a dislocation. An update mentioned performing a humeral procedure, specifically a poly swap, indicating a swap of the polyethylene component of the implant.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition unknown.